Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to immersing the scope in water without a water proof cap. This report is being filed as part of the pentax backlog management plan.

Event description:
Massive internal water damage, but when initially tested, the scope are completely tight. No leaking whatsoever detected. Within a short time, we experience same type of fault, on same type of endoscope, with 3 different customers. This event occurred at the time of during inspection. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture